Event description:
It was reported that at follow-up, several episodes with non-physiologic noise detected as a tachycardia were observed. Inappropriate therapy was delivered as a result; lead damage was suspected. Patient will be monitored.

Manufacturer narrative:
Externalized conductors due to external and internal insulation abrasions were found at 12.0-14.1cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion with exposed sensing conductors was found at 16.0-16.5cm from the tip. The etfe coating was intact at this location. An external abrasion mark was found at 44.3-45.1cm from the tip. Internal insulation abra- sion was found under the svc shock coil at 17.1-17.6cm from the lead tip. The etfe coating of the sensing conductors was abraded, and a short circuit was measured at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information shows that lead has been explanted and replaced.